Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: during routine care, vaccine administration, it was noted that many needles were unable to be used, extreme resistance, unable to draw back or prime.

Manufacturer narrative:
H6: investigation summary thirty-one samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The settings were correct and flow of products was good.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: during routine care, vaccine administration, it was noted that many needles were unable to be used, extreme resistance, unable to draw back or prime.